Event description:
The patient woke up and was not feeling well. A friend called the paramedics. While waiting for the paramedics she tested her blood glucose on suspect device and was 225 mg/dl. Within 30 minutes the paramedics arrived and tested her blood glucose on their device and it was 30 mg/dl. She was taken to the hospital and given an IV and juice.